Manufacturer narrative:
The initial MDR was submitted with 12/21/2022 in the g4 section. This date should be corrected to 12/22/2022 as the confirmed date received by manufacturer. The initial MDR was submitted with 12/21/2022 in the g4 section. This date should be corrected to 12/22/2022 as the confirmed date received by manufacturer.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 282 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.